Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID 435135 lot# serial# (B)(4), implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of effect. There is no known accident/incident related to this issue. The patient began experiencing severe abdominal pain when eating about 6 months ago and that in the last two months she has gone from (B)(6) lbs. To (B)(6) lbs. And her symptoms have become more severe. The patient has her device checked annually, but hasn¿t been in for almost a year. It was noted these symptoms were related to the patient¿s underlying disease. It was also reported, the patient got grand mal seizures. The patient was ¿down to drinking glucerna,¿ because, she could not hold anything down. The patient had an appointment to see her health care provider on 2012 (B)(6), but did not show up for the appointment. A patient programmer was sent to the patient to check the device. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of event was unknown. It was noted that the seizure was not related to enterra therapy, though it was also noted that the patient was not under the care of the health care professional who stated that the seizure was not related to enterra therapy.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and a return of symptoms that started 3 years ago. The patient had tried to contact their implanting health care provider (hcp) to replace their implantable neurostimulator (ins), but had not received a response. The patient did their part and the hcp took care of it for the first 3 to 5 years and now it was not their problem. The patient was very sick and had been for 3 years and needed more involvement by a hcp. It stopped helping 3 years ago and the patient got a new hcp and last week was in the hospital and was supposed to be transferred to another facility where they took care of those things. The patient was given the name and number of an hcp, but they could not get through. The hcp never came to see the patient and called them 3 days ago and would see them the next morning. The hospital released the patient because the hcp told them to and now the patient was back at home in extreme pain and vomiting. The patient had been vomiting for 3 years and it was not continuous, but it came off and on at this point for probably the last 6 to 8 months. Sips of water did not stay down, so the patient ended up in the ER, got fluids, and was sent home. The patient was still working with an internal medicine hcp and just had a regular hcp who could write prescriptions, and then in the meantime the patient was trying to get help for their device. The patient had already gotten back in to the hcp that helped save their life in the first place and was not getting anywhere with them either. The patient¿s implant was not working and they started working with their hcp¿s office and saw them 2 weeks ago, but had not been able to go back as the hcp didn¿t have time. The patient¿s brain told them they were hungry and their stomach said if they ate they would throw up. Their body was fighting each other and on top of it the patient had multiple sclerosis (ms) and fibromyalgia. The patient had the ms prior to getting the implant and the fibromyalgia started only about a couple of years ago. The patient was only the fourth person to get the device and felt like they were a guinea pig. It helped the patient and was a miracle until it broke. The ins died about 3 years ago and the patient¿s status was critical. The patient was currently in the ho spital and had been there for 1 week. The patient was going downhill fast and was dying. The patient had not been able to eat anything in months and everything was through lobectomy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).